Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave bag spike with additive port, chemoclave, and it was reported that the blue spike attached to the bag of methotrexate was sent with a depressed clave and spiros could not engage, line would not prime with chemotherapy. There was a patient involvement but no patient harm. Also, there was a delay in therapy.